Event description:
Same case as MFR report #3005099803-2008-05305 and #3005099803-2008-05306. It was reported that during a biliary stone retrieval procedure, the guide wire coating was lifted and an electrical current was felt. A jag precursor 035/450 st was advanced through a metal non-bsc scope. At an unspecified time during the procedure, the coating of the guide wire became lifted "like scales" exposing the core wire. When the physician attempted cutting in the papilla with a non-bsc autotome, an electrical current was felt by the physician and nurse. The autotome and guide wire were exchanged for another of the same devices. The physician attempted to continue the procedure; however the same problem occurred. The procedure was able to be completed without electrical current with a 3rd non-bsc autotome and a 3rd jag precursor 035/450 st guide wire.